Event description:
Caller reported elevated troponin I (tni) result on triage cardioprofiler test. Caller reported an elevated tni sample on a pt. When the test was repeated on another meter, the result was slightly above the customer's critical tni value at this site. When the same sample was tested on a new device and different meter the result was below the critical tni value. A sample was drawn three hours later and gave a negative tni result. Pt was sent home. No procedures done as a result of tni on triage. Customer printed out pt report from that same day. Repeated critical pt samples that were wb sitting in fridge for 12 hours. No pt info provided.

Manufacturer narrative:
(B)(4). Device lot w49620 was previously tested in-house. No false positives or high bias in tni recovery was observed. No samples or product were ever returned to product support. (B)(4) was opened to address elevated tni at low end concentrations. No further investigation will be pursued at this time.